Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient experienced pain and valgus knee. A revision is planned to implant a custom knee that will address the valgus condition.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "valgus-varus deformity."

Event description:
It was reported that patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient experienced pain and valgus knee. Subsequently, patient underwent a revision procedure on (B)(6) 2015 to implant a custom tibial bearing that addressed the valgus condition. The tibial bearing was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The initial report was submitted on the femoral component; however, additional information received indicates that the tibial bearing was removed and replaced with a custom bearing to address valgus condition.